Manufacturer narrative:
Main component of one of the systems involved in the reported events; other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, lot # unknown, product type extension.

Event description:
Falowski, s.m., bakay, r.a. Revision surgery of deep brain stimulation leads. Neuromodulation: journal of the international neuromodulation society. Summary: deep brain stimulation (dbs) is widely used for various movement disorders. Dbs lead revisions are becoming more common as the indications and number of cases increases. Surgical technique, as well as variable options are important in lead revision and can be dictated based on reason for revision. Over time patients who have had adequate relief with dbs placement may experience loss of efficacy and development of adverse effects requiring revision of the dbs lead to maintain its effects. Reported events: one male patient with ventral intermediate nucleus (vim) deep brain stimulation (dbs) for essential tremor (et) developed multiple scalp infections, requiring multiple surgeries for removal and reimplantation. Over the five year period since his initial implantation, he experienced multiple infections of his internal pulse generator (ipg) and extension lead and connector, which led to removal of the hardware on several occasions and the administration of intravenous antibiotics. It was noted that despite the fact that the patient had received significant relief from his vim dbs, the decision was made to perform a thalamotomy for this patient and remove all hardware. The patient subsequently underwent thalamotomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.